Manufacturer narrative:
Section h10: an evaluaaion of the device determined that the damage to the device was too extensive to conclusively determine root cause of the fire. The device will not be returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Paramedics were monitoring a pt in transport to hosp and reportedly connected the device to an ac auxiliary power supply. Reportedly, as soon as the paramedic plugged in the module, the device power shut off. It was not reported whether the paramedic attempted to turn the device back on. The paramedic reported that the event hindered treatment to the pt, but that there was no adverse affect to the pt as a result of the reported event.